Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary y/bowel dysfunction. It was reported that they were urinating a lot and leaking. They were on program 5 at 1. 1 volts. They said, they could feel a jerk when they made an adjustment. The issue started about 3 to 4 days ago. Patient services told patient they could consider increasing the stimulation as long as it was comfortable. Agent then told them to monitor their symptoms for a couple days to see if symptoms improve. Additional information was received from the patient. It was reported that the cause of the sensation of a jerk when making adjustments was determined to be due to electricity from the wire. The patient called and changed programs, changed from 4 to 7, which didn't change urine flow. Issue has not yet been dissolved. The patient added that they pasted results from the trial. Flow was slowed down to 3 pads per day. Now they have 5 pads during the day, and 3 at night.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.